Event description:
In 2006, I went to the hospital to seek medical care for my severe mitral valve leaking. I saw a dr. He recommended surgery and performed a mitral valve repair with a modified alferi stitch on the same month. After surgery, I never quit, recovered and over time I developed progressive shortness of breath. By seven months later, I can hardly breathe. I went back to see dr and he did not think there was not anything wrong with my ring, he recommended a psychology consult. Two cardiologist at hosp said I had developed severe mitral stenosis. But because dr did not believe me, I went to clinic for a second opinion. Clinic recommended a second surgery and performed a second surgery. I am still not fully covered from this event. This week, I have followed dr.'s ring and I have found out he had published his results in the journal or cardio thoracic journal of medicine. I know his device was not FDA approved, but only investigational approved. I also know I was never asked to signed an informed consent to get this device. I discovered this on my own while suffering from this event. I received in the mail a card from edwards company notifying me that I had dr's invention placed in my heart. This paper excludes the following issues: truth about the level of FDA approval; I never signed informed consent; lack of disclosure, regarding of the outcome of my surgery. I am reporting this adverse event because I am still suffering and I am concerned that the FDA allowed dr to place an experimental ring in my heart without knowing that dr was not getting informed consent. I am also concerned other patients are suffering like me. Dates of use: 2006 - 2007. Diagnosis or reason for use: mitral valve regurgitation.